Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was a blank controller screen. The patient had moved and could not get their controller to work. The patient stated that it stopped working on friday. The patient stated that they were dying and had been in pain since friday. The patient had to take pain medication for 2 nights. The patient had the controller plugged in for an entire event. When they woke up it still would not turn on. On friday, the power supply light was not on. The patient was able to turn the controller back on during the call. When the controller was turned on they saw a memory problem screen. The patient then stated they saw a no device found message but would charge the device. The patient stated that since it was turned back on they could get it all working again. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-04-01. It was reported the patient had an appointment (B)(6) 2019 and had very little pain and a unit was promptly sent to the patient. The patient only had to take aleve when needed for the pain. The issue was resolved with little or no pain in the leg or feet. No further complications were reported/anticipated.